Event description:
The customer reported an interlink 3-lead extension set used with a peripherally inserted central catheter (PICC) line was noted to be clotting during patient use on an infant. The customer indicated that the PICC was removed and replaced to avoid possible infection. The condition occurred about a month ago. The customer advised no patient injury occurred. The actual sample was discarded. Companion samples may be available. Additional information was provided on 11/06/09 and indicates: this was not a separation issue. Reportedly there was no injury to the baby, the PICC line was removed, due to the potential for infection. The patient outcome is good. No further clinical information is available.

Event description:
The 13mm amplatzer septal occluder (aso) was deployed in the patient, but was determined to be too small. During attempted retraction into the 7f amplatzer torqvue 45 delivery system (B) (4) sheath, the distal tip closed in on itself, which prevented the aso from being retracted. A snare was utilized around the waist of the aso and on the proximal hub to pull back into an 8f sheath. The aso was removed and replaced with a 10f hausdorf sheath and a 14mm aso. This event is reportable to the FDA since a snare was required to assist in the retrieval of the device.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
(B) (4)in review of the complaint, it was noted that a companion sample was sent for evaluation and not the actual sample.

Manufacturer narrative:
Samples have been requested to be returned for evaluation. Should the sample be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
A baxter service technician evaluated the sample and could not confirm the customer reported condition of "clotting during patient use". The sample was visually inspected for any obvious defects with none found. Because the returned sample showed no obvious visual defects and performed as designed, and passed all inspections, the complaint will not be confirmed.